Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge eye station import utility (esiu) is an accessory that serves to handle all functions of importing various types of ophthalmic modality images and reports into the eye station image management system. The customer called in stating that their optical character reader (ocr) imports have not worked for a few days. The technical support analyst connected to the system and found they had all been failing. Further investigation determine the issue was due to deadlocking issue. (B)(4).